Event description:
It was reported that during a ptca / stenting treatment procedure, the maverick2 monorail 15/2.5 mm balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the 1st diagonal branch of the left anterior descending coronary artery. The physician used an 8f mach1 vl3.0 guide catheter to cross the lesion. The maverick2 monorail balloon was being used to predilate the lesion for placement of a cypher stent. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.